Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the length and success of treatment depends on the patient's compliance, cooperation in keeping appointments, maintaining good oral hygiene, avoiding loose or broken appliances and following the doctor's instructions carefully" and "a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of available records indicate that the patient had several significant pre-existing clinical conditions and poor oral hygiene, prior to the use of invisalign system aligners. No conclusive evidence has been provided that supports or opposes if the invisalign system aligners caused or contributed to the reported tooth loss, and therefore, this event is being filed as an MDR. There is no conclusive evidence to confirm the date of the reported tooth extraction.

Event description:
The patient reported directly to align the following symptoms: cavities, difficulty eating on one side, tooth pain, infected tooth and the need of root canal treatments and tooth extraction. The patient required visiting a general dentist and being prescribed antibiotics to alleviate the reported symptoms.